Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. It was found during investigation that a false upstream occlusion alarm was happening during the upstream occlusion test. Replaced the upstream occlusion sensor and seal to fix the issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the mechanism unable to prep cassette and line properly for dosing. No patient involvement. During investigation, it was found that the device was giving a false upstream occlusion alarm during the upstream occlusion test.